Event description:
It was reported that an ht70 plus ventilator¿s down arrow button did not work. There was no patient involvement at the time of the reported event. The service engineer (se) confirmed the issue and replaced the membrane. The unit passed all testing and operated within the manufacturing specifications.